Event description:
As reported, the balloon on a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured when inflated to 12 atmospheres (atm). There were no reported injuries to the patient. The target vessel was the internal carotid artery, which was moderately calcified, mildly tortuous, and had 80% stenosis. The device was stored and prepared according to the instructions for use (IFU) and maintained negative pressure during preparation. A 50:50 contrast to saline ratio was used to prep the device. There were no difficulties removing the sterile packaging. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon on a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured when inflated to 12 atmospheres (atm). There were no reported injuries to the patient. The target vessel was the internal carotid artery, which was moderately calcified, mildly tortuous, and had 80% stenosis. The device was stored and prepared according to the instructions for use (IFU) and maintained negative pressure during preparation. A 50:50 contrast to saline ratio was used to prep the device. There were no difficulties removing the sterile packaging. A non-sterile unit of ¿aviator plus .014 5.0x30 142cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing no damage or anomalies. The balloon was returned not inflated. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation pressure was not maintained due to the leaking condition observed on the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a rupture condition with elongations and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks and elongations on the surface could probably lead to the damaged condition found on the received device. It seems that the material near the damaged area was affected by a sharp object from the outside of the device. The reported event of ¿balloon) burst at/below rbp¿ was observed through analysis of the returned device since a ruptured condition was noted on the balloon during the analysis. The exact cause of the reported issue could not be determined however, this type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks and elongations on the surface could probably lead to the damaged condition found on the received device. It seems that the material near the damaged area was affected by a sharp object from the outside of the device. Prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Do not exceed the rated burst pressure recommended on the label. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.